Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported when monitoring an infant with an atrioventricular pacemaker, the monitor generated false alarms for bradycardia and asystole. Nursing staff then changed the pacemaker to atrial pacing only, which resulted in no false alarms. Testing of the device revealed no anomalies but the customer requested assistance determining how to prevent the false alarms. No other clinical information or medical intervention was reported; therefore, good faith efforts are being performed.

Manufacturer narrative:
A philips product support engineers (pse) reviewed the strips provided, revealing the beats are pseudofusion beats, which resulted in the qrs complexes not being classified and leading to false asystole alarm. Pseudofusion beats happen when an ineffective pace pulse occurs near or in a qrs. Usually there is no major distortion of the qrs morphology unless the intrinsic qrs is very narrow. This may be due to the small size of the infant patient's heart. Options for reducing these beats were outlined as well. The rhythm strip also shows the sounding of the asystole alarm. Based on this information, it does not appear as if a device malfunction caused or contributed to the reported issue. In addition, a gfe response was received indicating there was no harm to the patient. Pacer setting had to be paced to atrial pacing only; however, this did not impact the patient as the patient did not require ventricular pacing. The patient remained in the nicu. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported when monitoring an infant with an atrioventricular pacemaker, the monitor generated false alarms for bradycardia and asystole. Nursing staff then changed the pacemaker to atrial pacing only, which resulted in no false alarms. Testing of the device revealed no anomalies but the customer requested assistance determining how to prevent the false alarms. Later a response was received indicating there was no harm to the patient. Pacer setting had to be paced to atrial pacing only; however, this did not impact the patient as the patient did not require ventricular pacing.